Event description:
The hospital biomedical technician reported the ventilator went vent inop during operation. It was unknown if the unit was in use on a patient; however, there was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the ventilator diagnostic log history confirmed a vent inop occurrence due to an exhalation motor error. The hospital biomedical technician contacted the manufacturer's product support technician and reported while installing a main pcb board during servicing for the reported problem, the main board shorted the exhalation valve and exhalation motor controller board. The manufacturer's product support technician recommended that the hospital biomedical techician replace the main board again, and the exhalation valve and exhalation motor controller board to complete the service.